Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The root cause was determined due to an environmental contamination. Extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This cause the blower damage due to overheating.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to verify the unit issue due to it is no longer reproducible. No root cause established.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, the customer reported that while having an alarm - 401, after changing the patient circuit, according to the log files the blower becomes very hot at (139c°) and 316 -blower failure alarm appeared. Advised customer to check all filters and to replace it with a known good blower. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 401- inspiration valve or device leaky and not ventilating after unit start up prior use. Furthermore, there was no patient connected to the ventilator associated with the event.